Event description:
No further information available at this moment.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00553-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint history could not be performed due to missing reference and lot numbers. The surgical report for revision surgery dated (B)(6) 2023 was provided and reviewed by a health care professional. The review identified the following findings: ¿ previous posterolateral approach utilized. ¿ ¿the proximal fractured femoral shaft fragment already perforated through the allograft.¿ ¿ ncb plate and loosened screws removed. ¿ extended trochanteric osteotomy (eto) performed to remove stem, no osteointegration proximally, noted abrasion, and membranes and excised. ¿ cerclage cables to isthmus, new stem placed, leg lengths equal ¿ unable to close eto, fiber wire cerclage placed to 2 lids, autologous bone from flaps and allograft cancellous bone, and mesh used for eto. Contributing factors of event: ¿ ewing¿s sarcoma. Additionally, radiographs were provided and reviewed by a radiologist with the following assessment: (B)(6) 2020- there has been interval revision with a new acetabular component and liner with normal alignment. Plate and screw fixation of the femur traverses the periprosthetic fracture with normal alignment. (B)(6) 2021- alignment is unchanged. There is early healing bone formation at the fracture site. (B)(6) 2023- there is a new fracture of the femoral implant proximally. No new osseous fracture is identified. There is slight lateral position of the proximal plate and lucency along the proximal screws secondary to the implant fracture. Impressions: left hip arthroplasty with liner wear and subsequent periprosthetic fracture followed by revision with anatomic alignment. Finally, a new femoral implant fracture occurred. If the loosening of the ncb screws occurred prior to or due to the femoral stem fracture cannot be determined. As per radiologist review, a suspected loosening can be identified in the radiographic images dated jun 26, 2023. However, with the available information, a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). D10 - medical device: unknown ncb screw; item# unknown; lot# unknown. G2 - foreign: switzerland. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00553. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : product information unknown.

Event description:
It was reported that approximately three years post implantation, during a revision surgery it was noted that the plate and screws were loose. The screws and plate were explanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.